Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR 2134265-2018-05257. It was reported that the innova delivery system was stuck on the wire. A 6x150x130 innova¿ stent and a magic torque¿ guidewire were selected for a right superficial femoral artery (sfa) stenting procedure. The stent was deployed successfully. After deployment, the delivery system was unable to be removed off the wire. A lot of force and pressure were used to remove the devices together from the patient. Wire access was lost as a result. The procedure was concluded. There were no patient complications reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guide wire returned stuck in the device. The outer shaft, middle shaft and the remainder of the device were checked for damage. There was extreme buckling at the nosecone. The guidewire was protruding from the distal tip 22cm. The guidewire was protruding from the proximal end of the device 78.5cm. The stent was not returned. The handle was opened to inspect for internal damage. There was a kink on the mid-shaft inside the handle. The buckling on the outer-sheath is consistent with guidewire sticking issues due to the sheath constricting down on the wire. The kink in the mid-shaft may also have contributed to the guidewire sticking issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR 2134265-2018-05257. It was reported that the innova delivery system was stuck on the wire. A 6x150x130 innova stent and a magic torque guidewire were selected for a right superficial femoral artery (sfa) stenting procedure. The stent was deployed successfully. After deployment, the delivery system was unable to be removed off the wire. A lot of force and pressure were used to remove the devices together from the patient. Wire access was lost as a result. The procedure was concluded. There were no patient complications reported and the patient¿s status was fine.